Event description:
Customer states: prior to use on a pt a sales agency confirmed the discolor and asymmetry of trach cuff after inflation. Caller confirmed no pt involvement.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.